Manufacturer narrative:
Mayfield composite series base unit, standard (a3101) was returned for evaluation: the reported complaint was confirmed. The swivel base starburst was badly worn requiring replacement. The adjustment collar was loose and device failed rotation slipping test. Unit underwent servicing to restore function of the unit to manufacturer's specifications. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report numbers 3004608878-2021-00496: a facility reported that during an open spinal procedure, there was movement on the mayfield base unit (a3101). The patient was positioned prone for the surgery, and according to the surgeon, the torque knob was set to 3. Halfway through the procedure, movements were noted and the patient's head was moved downwards. When the skull clamp (a3059) was removed, the torque knob was at setting 2. There was no laceration or adverse patient outcome and no surgical delay reported.